Manufacturer narrative:
Currently the data is poor and the device has not been sent back/ analysed. As soon as further data will be available a follow up report will be sent in to the agency.

Event description:
(B)(4). Summarizing tentative translation from initial reporter´s narrative: introducer of spinal needle broke upon placement of needle.

Manufacturer narrative:
Based on risk assessment and clinical evaluation file is considered as closed.

Event description:
(B)(4). Summarizing tentative translation from initial reporter´s narrative: introducer of spinal needle broke upon placement of needle.